Event description:
It was reported there was a motor stall that recovered after more than 2 hours. It was stated the pump was reprogrammed and diagnost ics/troubleshooting would be performed in the future. It was noted the motor apparently stalled, then restarted after a few days, then stalled again and has again restarted. It was stated it appeared to be an intermittent issue with the motor. The patient status was noted as alive with no injury. The pump was used to deliver morphine and bupivacaine. Additional information reported the pump was turned to minimum rate on (B)(6) 2014, and the patient was scheduled for a catheter check to see if it¿s occluded. It was noted the patient was managing with oral morphine, but the therapy was not effective. Additional information reported an explant would be the next step if the catheter check revealed nothing.

Manufacturer narrative:
(B)(4).